Event description:
Follow up with the doctor reveals: "the patient had lost 100 lbs so far, and was having obstruction, nausea, vomiting, and difficulty withdrawing fluid during fills. The patient was taken in on an emergency basis, the band and port removed, and another band and port put in on the same day."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Nausea, vomiting and obstruction are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device analysis revealed no leakage to the port or the device. Further analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). This was most likely caused by surgery to remove the device. Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." "Lap-band system patency can be confirmed by injecting saline into the band system. Fluid would be removed from the system if there were symptoms of excessive restriction, obstruction, including a sense of fullness, heartburn, regurgitation and vomiting."